Event description:
It was reported that during an interrogation of the device the high priority patient alert could not be heard even with the use of a stethoscope. The normal tone and low priority tone patient alerts could be heard. The interrogation looked normal with no device problems. The device remain in use and will be checked again at a future follow up visit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.